Manufacturer narrative:
The country of origin is (B)(6). An investigation inspection of the error log file, other tests qc, and calibration were performed without finding an indication for an instrument hardware or software problem. The investigation determined the issue was resolved by the customer's actions of replacement of the ise solutions 1 & 2 and etcher solution. In addition, the ise initialization, and the electrode service was performed which improved the situation.

Event description:
The initial reporter received questionable ise indirect na+ for gen.2 results from the cobas integra 400 plus. The initial result on the cobas integra analyzer was 148.1 mmol/l. This result was released to patient and considered correct. It was noted that the customer performed ise initialization and electrode service before rerun the samples on integra 400 plus and the results for patients tested showed better comparability with cobas c501. The rerun result on a cobas c501 analyzer was 154 mmol/l. The rerun result on the cobas integra analyzer was 151.8 mmol/l. The electrode lot number and expiration date were asked for but not provided.